Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bm4f, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va0bm4f, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that she did not feel stimulation and had symptom return in (B)(6) 2015, but she was able to get stimulation going again. The manufacturing representative was involved with the implantable neurostimulator (ins) "not working" in (B)(6) and the patient was told she may need to have something "re-done." Additional information from the manufacture representative (rep) reported that they gave the patient some additional program options during the (B)(6) appointment. The rep was reprogramming device for better efficacy .no impedance tests were taken and no infection was discussed. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. Cause/factors, actions, and patient outcome remain unknown. Follow up is being conducted to obtain additional information. The patient later reported that since the "box" was put in (B)(6) 2013, the patient had lost another 30 pounds and the "box" was right next to her skin. A manufacturing representative (rep) saw the patient in the doctor's office at the end of (B)(6) and "worked her magic" to get a couple of programs to work as the patient was leaving for vacation and this was a temporary fix. The patient had surgery scheduled for (B)(6) 2015 to reset the box and wires as the patient had met her goal weight. More than 3 weeks later the patient reported that some of the exercise classes like yoga and body flow seemed to have moved the electrodes to where they were not effective. On (B)(6) 2015, the patient had the surgery and they removed that box and it went to the right side of her hip. The doctor tried 4 different times to set the electrode wires but she had no sensation in any of those tries. The doctor thought that the patient had some dead nerves there so he took everything out of her hips and stitched her up. The patient thought that with the exercises that she did at that time, it would do her no good to try again.